Event description:
Customer reported via phone, the insulin pump had alarmed motor error during bolus. Customer's blood glucose was 180 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis. Customer also mentioned the device had physical damage, cracks and scratches as it had been dropped a couple of times. Customer also mentioned the face of the device was coming off.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test, no motor error alarms noted during testing. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had cracked case at the display window corner, reservoir tube, display window, reservoir tube window, reservoir tube lip, and battery tube threads. It also had minor scratches on the lcd window.